Event description:
It was reported to philips that the device does not charge during the operational check and also does not charge when attempting to charge to prepare for a shock in manual mode. There was no reported patient involvement.